Manufacturer narrative:
On opening up of the ventilator, the field service engineer found traces of liquid spill on the control pc board and the monitoring pc board. The pc boards were replaced. The ventilator passed the pre-use check and was returned to service. Further investigation of the pc board has not been performed but pictures received show components with precipitated substance which indicates damage from liquid spill. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Ingress of liquid on pc boards can cause failure/short circuits which might lead to various alarms and failures.

Event description:
It was reported that while the field service engineer was on site for another service, liquid damage was noted on two pc boards. There was no patient involvement. (B)(4).